Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the second sensor was lost because there was no electrode. The customer¿s blood glucose level was unknown. The customer stated that first sensor was lost because they could not remove the needle, it was very hard. The sensor will not be returned for analysis.